Manufacturer narrative:
Product event summary: evaluation determined that standard investigation is needed because it was reported that a patient fall led to a loss of stimulation and therapy. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities; the root cause of how the fall led to the patient's loss of stimulation and therapy remains unknown.

Event description:
A consumer reported that a patient had a fall on (B)(6) 2016. They fell right on their butt and is still experiencing pain from the fall. They wanted to make sure the patient did not fracture anything. The patient had an appointment at their healthcare providers (hcp) office and saw a technician who confirmed there was no damage to the device. Guidelines for a CT scan, unrelated to the device or therapy were requested. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor. Follow up information received from the patient reported that they lost balance and fell on their tail bone on (B)(6) 2016, causing a hairline vertebrae fracture on their coccyx. The pain was unbearable for them. The pain has since been resolved. The patient began physical therapy on (B)(6) 2016. The first two weeks after the initial fall there was a change in therapy and loss of stimulation. On (B)(6) 2016 the patient saw their healthcare provider (hcp) and were told their implant was not broken and they had a "tune up" on the device on that date. After that visit they had a total loss of stimulation and change in therapy. They have been in diapers to heal and regain strength from the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.